Manufacturer narrative:
Section a4: additional information section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a correlation between the device and the reported syncopal event cannot be conclusively determined. The patient's system controller event log file was submitted which captured routine power changes. The device appeared to be operating as expected and remained above the low speed limit for the entirety of the log file. A correlation between the events captured in log file and the syncopal event cannot be conclusively determined. It was unclear the reason for the syncope. The patient had no further episodes and was discharged to home on (B)(6) 2019 with orders to continue oral ciprofloxacin for 2 weeks. The no external power alarms while the patient was connected to the mobile power unit (mpu) are investigated under MFR # 2916596-2019-04128. The heartmate 3 lvas IFU lists cardiac arrhythmia, sepsis, and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient arrived to the emergency department (ed) after being found down after a walk on (B)(6) 2019. The patient stated they felt light headed prior to passing out on the walk. The patient was admitted with a fever and driveline infection. The patient was started on broad spectrum antibiotics for possible sepsis. The patient was given intravenous vancomycin and cefepime. Blood cultures came back positive for enterobacter clocae. Vancomycin and cefepime were stopped and the patient was placed on oral ciprofloxacin with orders to take the following two weeks. The account also noted a new episode of a ventricular tachycardia that converted into sinus tachycardia. Log file analysis revealed no external power events due to a power lead disconnect and another due to power interruption to the mobile power unit (mpu). It was also noted that there were multiple backup battery usages, however, the pump remained at its set speed. The patient was started on an amiodarone drip. Per the account, the arrhythmia was not believed to be a result of the syncopal episode nor did the account think the pump contributed to the patient passing out. The reason for the syncope is unclear. Patient had no further issues and was released on (b)(64) 2019. No further information was provided.